Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging, he was unable to test on his onetouch ultra meter because it was powering off during use. This complaint was classified using the customer care advocate (cca) documentation. On (B)(6) 2012, in the morning, the patient reported, the alleged issue first occurred. The patient reported using self adjusting insulin (type and dose unknown) to manage his diabetes. It is unclear if the patient made any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported he developed symptoms of "shakiness" on (B)(6) 2012 at 3:30pm. The patient reported in response to the alleged symptoms he had something more to eat or drink at 3:40pm. At the time of troubleshooting, the cca was able to determine that the subject meter's battery did not need to be replaced per battery usage life recommendations. The cca confirmed there was no misuse of the meter, and this was not the first time the meter had been used. The patient was educated regarding the meter's auto shut off behavior but the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient reported he was unable to test due to the alleged issue, developed symptoms of "shakiness" and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.